Manufacturer narrative:
(B)(4).

Event description:
It was reported that over the past two years, this right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements, averaging from approximately 80 ohms to 155 ohms. Technical services discussed possible causes and provided troubleshooting options, including defibrillation testing which was administered to this patient. At this time, this rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
F10: patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that over the past two years, this right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements, averaging from approximately 80 ohms to 155 ohms. Technical services discussed possible causes and provided troubleshooting options, including defibrillation testing which was administered to this patient. At this time, this rv lead remains in service. No additional adverse patient effects were reported. It was reported that this right ventricular (rv) defibrillation lead continued to exhibit high out of range shock impedance measurements greater than 125 ohms (reached 190 ohms range). Boston scientific technical services (ts) discussed the potential of performing an additional defibrillation threshold (dft) test. Available information indicates this lead was explanted and replaced with a different model. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.